Event description:
Nurse used d20 on pt weighing more than (B)(6). The o2 sat was reading 95 percent on the d20 on pt in ICU. Blood gas did not match the o2 sat given reading with d20 and they tried another brand adult sensor and reading was 80 percent. No pt harm.

Manufacturer narrative:
The lot number is unknown, therefore the date of the manufacture cannot be determined. Customer was informed by covidien technical service specialist that the d20 sensor was being used on a pt that was not in the proper weight range for this particular sensor. Customer stated when they used an adult sensor, the readings were as expected. Customer stated that they had the instructions for use (IFU). Per nellcor pediatric spo2 sensor ref d20 instructions for use (IFU): indications/contraindications: the nellcor pediatric spo2, model d20, is indicated for...pts weighing between 10 and 50 kg...consult individual manufacturers for features and compatibility of particular instruments and sensor models. Each manufacturer of nellcor-compatible instruments is responsible for determining whether and under what conditions its instruments are compatible for safe and effective use with each nellcor sensor model. This may include different specifications and/or warnings, cautions, or contraindications. Refer to the instrument operator's manual or consult manufacturer for complete instructions for use of this sensor with their nellcor compatible instrument. Instructions for use: an index finger is the preferred d20 location. Alternatively, apply the sensor to a small thumb, smaller finger, or great toe. Note: when selecting a sensor site, priority should be given to an extremity free of an arterial catheter, blood pressure cuff, or intravascular infusion line. Warnings: failure to apply the d20 properly may cause incorrect measurements. While the d20 is designed to reduce the effects of ambient light, excessive light may cause inaccurate measurements. In such cases, cover the sensor with opaque material. Circulation distal to the sensor site should be checked routinely. The site must be inspected every 8 hours to ensure adhesion, skin integrity, and correct optical alignment. If skin integrity changes, move the sensor to another site. Intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream may lead to inaccurate measurements. Excessive motion may compromise performance. In such cases, try to keep the pt still, or change the sensor site to one with less motion...if the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements. Accuracy specifications: for the accuracy specification range of this sensor when used with nellcor-compatible instruments, refer to the instrument operator's manual or contact the instrument manufacturer.